Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0427709v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# j0427709v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: 2005-04-10 explanted: product type extension product ID 748925 lot# serial# ( B)(4) implanted: (B)(6) 2005, product type: extension. (B)(4)

Event description:
The patient reported they had a loss of therapy, no stimulation and a return of symptoms. They noted that their implantable neurostimulator (ins) never worked and now the battery was believed to be dead. The ins worked for about a month, and then the lead migrated and was causing more pain. Their health care provider (hcp) performed a revision in early 2005 and the patient had 36 staples on their back and 17 stitches in their butt. After the revision the hcp told the patient they could not find the wires and closed the patient up. Again in (B)(6) 2005 they had another revision. The hcp found the wires and performed a laminectomy so the wires would not move. The indication for use was for failed back syndrome other.